Event description:
It was reported that during a lap cholecystectomy procedure, when the clip was engaged, it was already half closed. Opened another device and completed the procedure. There was no pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.